Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." H3 other text : device not returned.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer went to the emergency room on (B)(6) 2024 with a blood glucose level of 371 mg/dl. Customer was unable to recall level of ketones. The customer was treated with intravenous fluids of insulin and saline. Customer was released later the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.